Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value was 500 mg/dl; treated with manual injection. The customer did manual prime and received a no delivery alarm again. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; the customer had changed the infusion set and was able to prime. She was then instructed to rewind, reinsert the reservoir and perform fixed prime; the insulin pump did not alarm no delivery. The insulin pump is working as designed.